Manufacturer narrative:
Broken battery tube threads, cracked case at lcd window corners and cracked lcd window noted. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube and stained address/serial number label.

Event description:
The customer reported via phone call that the insulin pump is damaged and cracked at the battery compartment and has 2 cracks on the front of the pump. The customer's blood glucose reading was unknown at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.